Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of needle breakage on (B)(6) 2024. Fracture occurred after the insertion. No further information was available.